Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was getting red hot when trying to charge and the issue started on friday. Patient stated the controller won't charge anymore. An email was sent to the repair department to replace the battery pack. Additional information received from patient.  Patient called back and reported they were supposed to have been sent a replacement bp, but instead received a controller. Agent confirmed there was no bp inside of controller and controller did have sn (see secure note). Patient confirmed they did not have 2 bps. Agent emailed repair for replacement bp. Patient had difficulty reading sn on bp and commented their eyes are bad. Additional information received from patient. Pt called back stating that they put the new battery pack in the controller and it worked right away so they charged the controller fully before recharging the ins, however when recharging the ins the controller lasted five minutes before the controller went dead. Pt said that if they connected the controller to the ac power supply, the controller would blink for a second and then q uit. Pt said that they were using the old controller. Agent advised the pt to use the replacement controller that was sent to the, but pt said that the replacement controller didn't work and so they sent it back. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light solid green. Agent had the pt unlock the controller; pt saw that they had to change the date and time on the controller, so they set the date and time. Pt saw that the setup was complete. Pt unlocked the controller and saw no device found. Agent reviewed screen meaning with the pt. Agent had the pt initiate an ins recharging session; the controller became blank/unresponsive as soon as the recharger was connected to the controller and pressing the up/down arrows on the controller did not wake up the controller. Agent reviewed recharger replacement with the pt. Pt said that they were in so much pain right now since the ins didn't have any charge and was therefore not on. Additional information received from patient. Pt called back escalated and reporting that the controller was not working. Pt said that they were sent three controller and a recharger; agent reviewed the product replacements and saw that the battery pack, controller and recharger were replaced, however pt sent back the replacement controller. Pt said that the controller worked when it was connected to the ac power supply, however as soon as they connected the recharger to the controller, the controller screen would go blank. Agent reviewed controller replacement with the pt. Pt said that the pain was unbelievable and that they only had two hours of sleep since they didn't take pain medicine.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the 97745 controllers (ptm) (s/n (B)(6) revealed broken/cracked rtm/power connector support as well as lithium-ion battery contacts broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.